Manufacturer narrative:
Concomitant medical product: tracer metro direct wire guide -metii-35-480. Occupation: non-healthcare professional. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A functional test could not be performed due to the condition of the returned device. During a visual examination, a crack was observed approximately 14 cm from the distal end. The pre-loaded wire guide was included in the return. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: responses to additional questions indicated that the user did not apply negative pressure to the balloon prior to advancement through the endoscope accessory channel. This is a possible cause for the reported observation. A contributing factor to a crack in the catheter is failure to apply negative pressure to the balloon prior to advancement. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use direct the user, ¿to facilitate passage through the endoscope, apply negative pressure to the device. Maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." A corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hercules 3 stage wire guided balloons esophageal-pyloric-colonic devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user did not apply negative pressure to the balloon, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The user advanced the device into the endoscope and found that the catheter was broken. The user did not dilate [inflate] the balloon and retracted the device immediately. The user changed to another [of the] same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.